Event description:
A report rec'd from (B)(6) stated an 840 ventilator experienced a device alert rendering the ventilator inoperable, while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and found error codes relevant to the reported event. The cse calibrated the flow sensor, expiratory valve and performed extended self-testing on the device and all tests passed. (B)(4).